Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, non-tortuous, 90% stenosed, mid circumflex artery the 2.75 x 15 mm nc voyager balloon dilatation catheter (bdc) was advanced and after the first inflation at 12 atmosphere (atm), while inflating the second time at 14 atm the balloon was noted to rupture. There was no reported adverse patient effect. A different 2.75 x 15 mm nc trek bdc was used to successfully finish the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.